Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose 436 mg/dl this morning. Customer stated he is getting very high blood glucose readings and he replaced the meter 4 weeks ago. Customer talked to the doctor and he reset his pump but his readings have been high. Customer treated with the insulin pump. Customer has symptoms of high blood glucose such as feeling tired and not able to concentrate. Customer ran a manual prime and the insulin did exit the tubing. Customer's time and date were incorrect. Customer was assisted with correcting the time and date. Customer stated that he did not have a tubing clamp. Customer will be sent one and was advised to call back to continue troubleshooting when they receive it. Customer was advised to do a complete set change. Customer was advised not to insert into any stretch marks. Customer stated that he inserts into his stomach.